Event description:
Nidek received a complaint from customer on (B)(6) 2013. Customer complained of hand piece has been cutting thinner than normal during surgery with nk-2000; s/ (B)(4). Customer reported that they observed 60-70 micron flap with 130um blade holder and 120-130 micron flap with 160um blade holder. Doctor reported that most pts did fine but some of the pts had problems. Details of that problems were not provided at the time. On further discussion the staff member at crews laser center further added that they were only getting 70-90 micron thick flaps with the 130 blade holder using the 9.5 ring. In the past 5 years, the normal ranges were approx 100-110 flap thickness. In addition, the site noticed that the mk-2000 keratome appeared to pass over the corner of the eye at a quicker rate following the last preventive maintenance service. The site had also reported that they were utilizing a third party blade despite nidek's strong recommendation against its use, as it could cause system malfunction.

Manufacturer narrative:
The affected device was returned to nidek for eval on 11/01/2013. Nidek service engineer (se) had conducted an eval and tested for proper operation. Service engineer found that the blade holder 130um was out of specs. The unit was repaired and tested for proper operation. The unit has been operational and returned back to the customer. The se also recommended customer to use the nidek's blade for surgery and not the third party's blade. Reference: nidek keratome, model mk-2000, operator's manual, us edition: - 2.3 in use, 2.3.3 blade and tip. Nidek made attempts to gather add'l info regarding the pt's problem as mentioned in the complaints regarding the reported event without success. If add'l significant info is received at a later date, a f/u report will be submitted. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contributed to a serious injury if the malfunction were to recur.